Manufacturer narrative:
The customer reported event of "the defective lcd display on the platform upon powering on" was confirmed through visual inspection of the autopulse platform (sn (B)(4)). The root cause is due to the loose connection of the lcd cable to the processor board, which is likely due to normal wear and tear. The autopulse platform was manufactured in february 2014. Upon visual inspection, observed lcd with blurring/faded display on the platform. No other physical damages were observed. The autopulse platform passed the initial functional test without any fault or error. No significant discrepancies were found in the archive data review. The lcd cable connected to the processor board was slightly popped loose, which caused the blurred/missed pixels on the display. Reattached the lcd cable and verified the connector firmly seated/locked to the processor board connector. Performed turning on and off the device repeatedly and confirmed the lcd displayed without missing pixels or blurred. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the user received the autopulse platform (sn (B)(4)) from zoll after service repair. The user observed defective lcd display on the platform upon powering on. No patient involvement.